Manufacturer narrative:
Physio-control further examined the customer¿s device and determined that the cause of the reported issue was due to the digital pcb assembly. However, further component cause could not be determined. The customer was provided with a replacement device.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer returned their device to physio-control to have it checked. During device evaluation, physio observed that the device would not complete a boot cycle and would power off immediately. There was no patient use associated with the reported event.